Event description:
There was noise on the rv lead channel. Once the lead was repositioned in the header the noise disappeared. The device remains implanted. There are no adverse events reported for this pt. Should additional info become available, this file will be updated.